Event description:
Patient had placement of a right subclavian vein port catheter on (B) (6) 2009. On (B) (6) 2010, the patient came in as an outpatient for retrieval of foreign body from left pulmonary artery. X-rays demonstrated the catheter tip was in the left upper lobe pulmonary artery. Successful retrieval was performed under conscious sedation.